Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/22/2016 with the following findings: display screen is dim/faded (pink). Visible rust/corrosion inside battery compartment & battery cap (see attached photo). Leak test performed; failed due to battery compartment leak. Pump opened; there is no further evidence of moisture found internally. Battery compartment crack on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal and below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.